Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed blisters under the patch. Patient described the area as sharp pain with stinging, burning, and broken skin under the adhesive. There was no alleged device malfunction contributing to the blisters. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.